Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was oversensing on the right ventricular (rv) lead connected to this pacemaker, resulting in pacing inhibition that did not lead to asystole. It was also noted that pacing impedance was low out of range. The physician reportedly adjusted the rv sensitivity and planned to continue to monitor the patient. No adverse patient effects were reported. This pacemaker and the associated rv lead remain in service.